Manufacturer narrative:
(B)(4). Batch # p55p81. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and with 7 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, the device did not fire at all. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.